Event description:
N/a.

Manufacturer narrative:
. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to duplicate the reported issue. The fse completed pm, and unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak alarm. There was no harm reported.